Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2008; 419478 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the hospital because their heart rate was low. The implantable pulse generator (ipg) had triggered elective replacement indicator (eri) and the battery voltage was very low. The device was measuring impedances on each lead of >9,999 ohms and there appeared to be loss of output. It was suspected that the device exhibited this erratic behavior due to the low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.